Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was in standalone mode and prompted motion calibration. The site tried to perform by holding m and the system would not move. The site opened the gantry but now the gantry would not close. This occurred intraoperatively, and there was a surgical delay of less than one hour. Medtronic imaging and navigation were aborted, and there was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative found the motion interface was not intermittently supplying correct voltage to motion enclosures. The manufacturer representative replaced the motion interface, and verified system operation. Completed system checkout, and the system functioned normally. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: the motion enclosure, lot number: 121586998 rev. 3, was returned to the manufacturer for analysis. The component was installed into test system c1396 for several days. The system booted and readied on each power cycle. Multiple motion calibrations were performed and passed. Acquire multiple 2d and 3d images successfully. No fault found while under test. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.